Event description:
Pt on dialysis machine for 1 hour and 35 minutes. Alarmed arterial pressure low. Tip was broken off catheter and remained in the pt. Pt went to or for new access placement in order to continue dialysis treatment.